Event description:
Revision surgery was performed on (B)(6) 2026 due to disassembly of components and metallosis. Previous surgery is unknown, as well as complete product information of original implant. During revision, the pre-existing liner for metal back glenoid small (pn 1377.50.020) was found loose from the smr metal-back glenoid small (pn 1375.21.020) and floating in the joint, causing metal on metal friction and therefore severe metallosis. Surgeon removed all the glenoid components, as well as the pre-existing smr humeral head ø50 mm (pn 1322.09.500) and adaptor taper (pn 1330.15.274) and re-implanted a new taper and head on the humeral side to restore shoulder functionality with a hemi arthroplasty. Surgery was completed as intended. Patient is male, date of birth (B)(6)1960. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. The manufacturer will submit a final report as soon as the investigation is completed.